Manufacturer narrative:
Multiple attempts have been made on 16jan2026, 27jan2026, and 12feb2026 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer regarding a v60 ventilator indicating a high tidal volume alarm occurred during unit setup. The device was removed from service. There was no patient involvement or patient impact at the time the issue was identified. The software version was not available. The customer evaluated the device with assistance from a remote service engineer (rse), and the reported condition was confirmed. Preventive maintenance testing passed up to the s/t test. During troubleshooting, the customer was advised that the alarm could be caused by improper patient circuit configuration or incorrect alarm settings and that the s/t test must be performed using a mechanical test lung in accordance with the v60 service manual. The customer confirmed that the correct test lung was not in place. Ordering information for the quicklung test lung was provided, and the customer will continue testing once the appropriate equipment is available. This investigation is ongoing.